Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.